Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 7.1 inr with meter and the result from the laboratory was 4.4 inr. The laboratory was result used to treat patient. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. There was no change in diet and no known liver issues. The customer had a cold and took some cough drops.